Manufacturer narrative:
(B)(4). Batch #: u93l75. Additional information was requested and the following was obtained: please clarify "the blade came loose". Did the active titanium blade came loose? Did the active titanium blade break off? Did the white tissue pad became loose? Is the white tissue pad completely missing from the clamp arm of the device? Response: "it was the white tissue pad that completely came off the clamp arm". Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. Additionally, the clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that before a lap gynae procedure, when the device was removed from the package to plug into the generator, the blade came loose. There were no patient consequences.